Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the "device turn down after 2 minutes of being on. There is no problem with the battery. The fe check the parameters with a patient simulator, and suddenly the device blocks and turns off. We charge the battery and upload software, but the failure persist." There were no consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During an investigation it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a few seconds and the 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The failure was caused by u21 (current limiter ic) reverse biasing resulting from rds connector j5 pin 7 contacting the rds docking station after the other pins. The instrument board was replaced and the unit functioned as designed.